Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure devices had migrated"), uterine perforation ("punctured the uterus"), fallopian tube perforation ("punctured the fallopian tubes") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("sharp stabbing pelvic pain"), abdominal pain ("abdominal pain"), pain in extremity ("traveling leg pain") and abdominal pain lower ("sever cramping"). The patient was treated with surgery (on (B)(6) 2016, patient had underwent a total laparoscopic hysterectomy). At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, pain in extremity and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, fallopian tube perforation, genital haemorrhage, pain in extremity, pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.